Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The small screw at the very bottom of mics handpiece handle fell out.

Manufacturer narrative:
"Reported event: it was reported that the handle screw fell out. Issue was noticed during case, therefor there was no case delay and no patient harm. Device history review: review of device history records indicate (B)(4) devices were manufactured under lot k07v3 and (B)(4) including 4200829 were accepted into final stock on 07/29/2016." " visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection was not completed. Reported problem was with the screw and handle. A review of complaints related to p/n 209063 shows 12 other complaint related to the failure in this investigation (investigations 1321781, 1339041, 1346912, 1359011,1370699,1397268, 1397878, 1397306, 1421326, 1407048, 1426412, 1407051). Issues for p/n 209063 will be tracked through trend request #1025. The screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The small screw at the very bottom of mics handpiece handle fell out.